Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 20.4mml/l. Customer's father stated that the hospital treated customer with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or ot the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.